Event description:
During a shoulder coil exam, the coil cable became warm and left marks on the table and coil pad. Cable. Balun overheating was identified with this coil. An injury was not reported. The concern is for possible serious injury (in the form of a burr) with recurrence of this event, if there is direct contact between the cable or cable balun and skin. There is language in the operator's manual that states that the cable is not to come in contact with the pt.